Manufacturer narrative:
Damage and cracks were observed on the top and bottom and damage was found on the internal components. The data was unable to be downloaded due to damage found on the pcb. The reservoir cap was found to be dented. The needle mechanism assembly was found to be damaged. The rails were dented, and the slide retract was pressed under the rails and could not hold the formed needle. A piece of the slide insert was found in the device and was found to have broken off under the needle mechanism rails. It cannot be determined how or when the damage to the device happened. The bottom and middle battery were measured to have an insufficient charge. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide. Model: ust400. 17845-5a-aw rev b 09/17. Changing your pod. Chapter 3 / pages 33. Warning: check the infusion site after insertion to ensure that the cannula was properly inserted. If the cannula is not properly inserted, hyperglycemia may result. Checking your blood glucose. Chapter 4 / page 36: warnings: test results below 70 mg/dl mean low blood glucose (hypoglycemia). Test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). If you get results below 70 mg/dl or above 250 mg/dl, but do not have symptoms of hypoglycemia or hyperglycemia (see "living with diabetes" on page 115), repeat the test. If you have symptoms or continue to get results that fall below 70 mg/dl or above 250 mg/dl, follow the treatment advice of your healthcare provider.

Event description:
It was reported that a patient's blood glucose levels (bg) reached 483 mg/dl while wearing the pod between 4 and 24 hours on the abdomen. For treatment, manual injection was administered of 12 units given. The ketones were not checked.